Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: at 18:14pm on (B)(6) 2020, event code "16" was displayed to the user together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 9." At 18:15pm on (B)(6) 2020, a user started the "factory 6hr xylene standard" protocol in retort a. Event code "18" was displayed to the user on four (4) occasions between 21:05pm and 23:07pm on (B)(6) 2020 when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 9." Bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 14 seconds from 23:07pm on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 23:08pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were: ethanol, concentration=52.1098, cycles=114, cassettes=8042, days=43. Following the user actions at 23:08pm on (B)(6) 2020, the reagent in bottle 9 (ethanol) was used for the final dehydration step in five (5) protocols executed in either retort a or b between 23:09pm on (B)(6) 2020 and 04:07am on (B)(6) 2020. The station properties for bottles 1 (formalin), 2 (formalin), 3 (ethanol), 4 (ethanol), 5 (ethanol), 6 (ethanol), 7 (ethanol), 8 (ethanol), 9 (ethanol), 10 (ethanol), 11 (xylene), 12 (xylene), 13 (xylene), 14 (xylene), 15 (cleaning xylene) and 16 (xylene ethanol) together with the wax in wax baths 1 and 4 inclusive were reset between 07:56am and 12:56pm on (B)(6) 2020. On (B)(6) 2020, bottle 9 (ethanol) was not in contact with the corresponding sensor for sufficient time to replace the reagent; and the station properties were reset at 11:29am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to this user action were: ethanol, concentration=99.3%, cycles=5, cassettes=431 and days=3. There is no evidence of any use error(s) when replacing this reagent. Although the user affirmed in the instrument software that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 23:08pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 52.1% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 with an ethanol concentration of 52.1% was used for the final clearing step of five (5) protocols executed in either retort a or b between 23:09pm on (B)(6) 2020 and 04:07am on (B)(6) 2020. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2020, which is the period that the complainant requested review of the instrument logs. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 23:08pm on (B)(6) 2020. The facts indicate that when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed, a user did not complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following involving peloris ii rapid tissue processor serial number (B)(4): "processing event in (B)(6)". The complainant requested review of the instrument logs to assess if a "solution" was changed but not manually recorded. On 16 december 2020, leica biosystems (B)(4) received the following information from the leica senior sales specialist - histology instruments: "customer advised to check (B)(6) time frame". On 23 december 2020, leica biosystems (B)(4) received information from the assigned senior applications specialist - core histology that all cases involved in this event were diagnosable.